Manufacturer narrative:
The returned device was evaluated. Visual inspection showed the screw holders at the top and bottom shell have stress cracks. The device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the unit was immediately pulled from service due to no audible alarm sounding when patient was desaturating. No patient impact or consequences were reported.